Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient called lifescan (lfs) on november 10, 2007 alleging the one touch basic enhanced meter was prompting an insert strip message. The medical affairs specialist mailed a letter on november 14, 2007, since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter issue began during 2007. He reported meter results of 140 mg/dl to 155 mg/dl, obtained on a different meter. After the reported issue, the patient reported frequent urination. The patient denied receiving medical attention or taking action following use of the meter. The issue was not resolved with troubleshooting with the cca. The meter was replaced. It would have been helpful to know: when the symptom began, whether the patient was still able to test on the meter, his medication regimen, and whether he felt the meter results, which he reported, were considered high. This complaint is reported, as the issue was not resolved and the patient was found to have symptoms suggestive of hyperglycemia.